Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(6), awareness date (B)(6) 2015). Follow information related to this case was identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-2368). This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube"), renal failure ("kidney is not functioning") and type 2 diabetes mellitus ("type 2 diabetes") in a (B)(6)-old female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals, rash, ear infection and parity 3. Never had heavy periods in her adult life before essure use. Concurrent conditions included nickel sensitivity. In (B)(6) 2011, the patient started essure at an unspecified dose and frequency. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain lower and pelvic pain, renal failure (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), menorrhagia ("monthly period was never heavy in her entire adult life, but that changed after essure, her heavy periods became longer, abnormal"), polymenorrhoea ("periods now coming every 2 weeks"), dysmenorrhoea ("very bad cramping in her abdominal area, more painful periods, severe pain during menstruation"), vaginal haemorrhage ("spotting"), coital bleeding ("bleeding during intercourse"), dyspareunia ("pain during intercourse"), back pain ("severe back pain when not menstruating"), pain ("body aches"), influenza like illness ("flu like body aches"), fatigue ("totally exhausted for the 1st 1 or 2 days of my period, tired all the time, chronic fatigue"), neuralgia ("all over the body nerve pain"), myalgia ("muscle pain"), weight increased ("weight gain"), headache ("headaches daily"), migraine ("migraine headaches"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("memory loss (short and long term), forget a lot, forgetfulness"), blood cholesterol increased ("high cholesterol"), inflammation ("can also feel the inflammation, my body is fighting"), hyperhidrosis ("excessive sweating"), genital abscess ("getting boils in private area"), furuncle ("getting boils around chest"), swelling face ("swelling in face"), peripheral swelling ("feet, legs, hands are constantly swollen"), joint swelling ("ankles, wrists are constantly swollen"), dizziness ("lot of dizzy spells"), disturbance in attention ("could not concentrate"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), abdominal distension ("bloating") and mood swings ("mood swings"). The patient was treated with surgery ((B)(6) 2016: total hysterectomy; bilateral salpingectomy, unilateral oophorectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation, renal failure, type 2 diabetes mellitus, menorrhagia, polymenorrhoea, dysmenorrhoea, vaginal haemorrhage, coital bleeding, dyspareunia, back pain, pain, influenza like illness, fatigue, neuralgia, myalgia, weight increased, headache, migraine, insomnia, feeling abnormal, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, alopecia, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, weight fluctuation, abdominal distension and mood swings outcome was unknown. The reporter considered fallopian tube perforation, renal failure, type 2 diabetes mellitus, menorrhagia, polymenorrhoea, dysmenorrhoea, vaginal haemorrhage, coital bleeding, dyspareunia, back pain, pain, influenza like illness, fatigue, neuralgia, myalgia, weight increased, headache, migraine, insomnia, feeling abnormal, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, alopecia, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, weight fluctuation, abdominal distension and mood swings to be related to essure. The reporter commented: her uterus, cervix, both fallopian tubes and one ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of both fallopian tubes. In (B)(6) 2016: computerised tomogram result was one essure coil perforated fallopian tube. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 28-feb-2017: now reported from lawyers: essure indication, hsg result. New events: CT showed one of the essure coil had perforated her fallopian tube, severe pelvic pain, back pain, pain and bleeding during intercourse, migraine headaches, hair loss, metallic taste in mouth, rashes, itching, vaginal discharge; vaginal infections, weight fluctuation; bloating; swelling in face, mood swings. Intervention was required (case upgraded to incident). Additional internal information: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: this non-medically confirmed, spontaneous case refers to a (B)(6)-old female plaintiff who had essure (fallopian tube occlusion insert) inserted and was diagnosed with type 2 diabetes and her kidney was not functioning (seen as renal failure). Upon receipt of follow-up information, it was also stated that she experienced fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube"), and that total hysterectomy; bilateral salpingectomy, unilateral oophorectomy was performed. Fallopian tube perforation is anticipated according to reference safety information for essure whereas type 2 diabetes and renal failure are unanticipated. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. The etiology of type 2 diabetes mellitus involves complex interactions between environmental and genetic factors. Presumably, the disease develops when a diabetogenic lifestyle (ie, excessive caloric intake, inadequate caloric expenditure, obesity) is superimposed on a susceptible genotype. In this present case, neither consumer concurrent condition nor her past medical history was reported. However, she also reported weight gain and high cholesterol. Based on the etiology of type 2 diabetes, and also based on local mechanical action of essure, this event was assessed as unrelated. Regarding the event interpreted as renal failure, considering that the consumer is diabetic this disease could lead to the renal failure, besides that the essure is a method of local action in fallopian tube, therefore the causality is very unlikely. This case is regarded as incident because device removal was required. A new product technical analysis has been sought. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube"), renal failure ("kidney is not functioning") and type 2 diabetes mellitus ("type 2 diabetes") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals, rash, ear infection and parity 3. Never had heavy periods in her adult life before essure use. Concurrent conditions included nickel sensitivity. In (B)(6) 2011, the patient started essure at an unspecified dose and frequency. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain lower and pelvic pain, renal failure (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), menorrhagia ("monthly period was never heavy in her entire adult life, but that changed after essure, her heavy periods became longer, abnormal"), polymenorrhoea ("periods now coming every 2 weeks"), dysmenorrhoea ("very bad cramping in her abdominal area, more painful periods, severe pain during menstruation"), vaginal haemorrhage ("spotting"), coital bleeding ("bleeding during intercourse"), dyspareunia ("pain during intercourse"), back pain ("severe back pain when not menstruating"), pain ("body aches"), influenza like illness ("flu like body aches"), fatigue ("totally exhausted for the 1st 1 or 2 days of my period, tired all the time, chronic fatigue"), neuralgia ("all over the body nerve pain"), myalgia ("muscle pain"), weight increased ("weight gain"), headache ("headaches daily"), migraine ("migraine headaches"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("memory loss (short and long term), forget a lot, forgetfulness"), blood cholesterol increased ("high cholesterol"), inflammation ("can also feel the inflammation, my body is fighting"), hyperhidrosis ("excessive sweating"), genital abscess ("getting boils in private area"), furuncle ("getting boils around chest"), swelling face ("swelling in face"), peripheral swelling ("feet, legs, hands are constantly swollen"), joint swelling ("ankles, wrists are constantly swollen"), dizziness ("lot of dizzy spells"), disturbance in attention ("could not concentrate"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), abdominal distension ("bloating") and mood swings ("mood swings"). The patient was treated with surgery ((B)(6) 2016: total hysterectomy; bilateral salpingectomy, unilateral oophorectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation, renal failure, type 2 diabetes mellitus, menorrhagia, polymenorrhoea, dysmenorrhoea, vaginal haemorrhage, coital bleeding, dyspareunia, back pain, pain, influenza like illness, fatigue, neuralgia, myalgia, weight increased, headache, migraine, insomnia, feeling abnormal, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, alopecia, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, weight fluctuation, abdominal distension, hypertenstion and mood swings outcome was unknown. The reporter considered fallopian tube perforation, renal failure, type 2 diabetes mellitus, menorrhagia, polymenorrhoea, dysmenorrhoea, vaginal haemorrhage, coital bleeding, dyspareunia, back pain, pain, influenza like illness, fatigue, neuralgia, myalgia, weight increased, headache, migraine, insomnia, feeling abnormal, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, alopecia, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, weight fluctuation, abdominal distension and mood swings to be related to essure. The reporter commented: her uterus, cervix, both fallopian tubes and one ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of both fallopian tubes. In (B)(6) 2016: computerised tomogram result was one essure coil perforated fallopian tube. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 22-nov-2017: smoker added as concurrent condition. Hypertension added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 12-sep-2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube"), renal failure ("kidney is not functioning"), type 2 diabetes mellitus ("type 2 diabetes") and ovarian neoplasm ("tumor on her left ovary") in a 42-year-old female patient who had essure (batch no. 863681-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals, rash, ear infection, parity 3 (((B)(6) 1992, (B)(6) 1993, (B)(6) 1999)), diarrhea, gastroesophageal reflux disease, hyperlipidemia, hypertension, numbness, tingling, tinnitus, iodine allergy, cervical biopsy, spinal fusion surgery and tonsillectomy. Never had heavy periods in her adult life before essure use. Previously administered products included for birth control: mirena from 2006 to (B)(6) 2011. Concurrent conditions included nickel sensitivity, smoker, obesity, multigravida, genitourinary symptom, ovarian cyst, menometrorrhagia, other disorders of intestine, bladder disorder, anesthesia, anxiety, choking sensation, arthralgia and myalgia. Family history included heart attack (father), hyperlipidemia (father) and hypertension (father, mother). Concomitant products included atorvastatin since (B)(6) 2016, ibuprofen (advil) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced fatigue ("totally exhausted for the 1st 1 or 2 days of my period, tired all the time, chronic fatigue"), headache ("headaches daily") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("monthly period was never heavy in her entire adult life, but that changed after essure, her heavy periods became longer, abnormal (menorrhagia)"), vaginal haemorrhage ("spotting /abnormal bleeding (vaginal)") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("very bad cramping in her abdominal area, more painful periods, severe pain during menstruation/ dysmenorrhea (cramping)") and rash ("rashes"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, renal failure (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), polymenorrhoea ("periods now coming every 2 weeks"), coital bleeding ("bleeding during intercourse"), back pain ("severe back pain when not menstruating"), pain ("body aches"), influenza like illness ("flu like body aches"), neuralgia ("all over the body nerve pain"), myalgia ("muscle pain"), insomnia ("insomnia"), memory impairment ("memory loss (short and long term), forget a lot, forgetfulness"), blood cholesterol increased ("high cholesterol"), inflammation ("can also feel the inflammation, my body is fighting"), hyperhidrosis ("excessive sweating"), genital abscess ("getting boils in private area"), furuncle ("getting boils around chest"), swelling face ("swelling in face"), peripheral swelling ("feet, legs, hands are constantly swollen"), joint swelling ("ankles, wrists are constantly swollen"), dizziness ("lot of dizzy spells"), disturbance in attention ("could not concentrate"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), abdominal distension ("bloating"), mood swings ("mood swings"), hypertension ("high blood pressure"), allergy to metals ("nickel allergy"), hair growth abnormal ("abnormal hair growth") and feeling abnormal ("brain fog"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, renal failure, type 2 diabetes mellitus, ovarian neoplasm, polymenorrhoea, coital bleeding, dyspareunia, back pain, pain, influenza like illness, neuralgia, myalgia, weight increased, insomnia, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, dysgeusia, pruritus, vaginal infection, weight fluctuation, abdominal distension, mood swings, hypertension, hair growth abnormal and feeling abnormal outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue, headache, migraine, alopecia, rash, vaginal discharge and allergy to metals had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood cholesterol increased, coital bleeding, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital abscess, hair growth abnormal, headache, hyperhidrosis, hypertension, inflammation, influenza like illness, insomnia, joint swelling, memory impairment, menorrhagia, migraine, mood swings, myalgia, neuralgia, ovarian neoplasm, pain, peripheral swelling, polymenorrhoea, pruritus, rash, renal failure, swelling face, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: her uterus, cervix, both fallopian tubes and one ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram - in (B)(6) 2016: one essure coil perforated fallopian tube hysterosalpingogram - on (B)(6) 2011: full occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, back pain, fibromyalgia, headache, migraine, diabetes, abdominal pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid) (product technical complaint ). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the essure micro-inserts had perforated her fallopian tube'), renal failure ('kidney is not functioning'), type 2 diabetes mellitus ('type 2 diabetes') and ovarian neoplasm ('tumor on her left ovary') in a 42-year-old female patient who had essure (batch no. 863681-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, rash, ear infection, parity 3 (((B)(6) 1992,(B)(6) 1993,(B)(6) 1999)), diarrhea, gastroesophageal reflux disease, hyperlipidemia, hypertension, numbness, tingling, tinnitus, iodine allergy, cervical biopsy, spinal fusion surgery and tonsillectomy. Never had heavy periods in her adult life before essure use. Previously administered products included for birth control: mirena from 2006 to 18-aug-2011. Concurrent conditions included nickel sensitivity, smoker, obesity, multigravida, genitourinary symptom, ovarian cyst, menometrorrhagia, other disorders of intestine, bladder disorder, anesthesia, anxiety, choking sensation, arthralgia and myalgia. Family history included heart attack (father), hyperlipidemia (father) and hypertension (father, mother). Concomitant products included atorvastatin since (B)(6) 2016, ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced fatigue ("totally exhausted for the 1st 1 or 2 days of my period, tired all the time, chronic fatigue"), headache ("headaches daily") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("monthly period was never heavy in her entire adult life, but that changed after essure, her heavy periods became longer, abnormal (menorrhagia)") and vaginal haemorrhage ("spotting /abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("very bad cramping in her abdominal area, more painful periods, severe pain during menstruation/ dysmenorrhea (cramping)") and rash ("rashes / rash"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, renal failure (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), polymenorrhoea ("periods now coming every 2 weeks"), coital bleeding ("bleeding during intercourse"), back pain ("severe back pain when not menstruating"), pain ("body aches"), influenza like illness ("flu like body aches"), neuralgia ("all over the body nerve pain"), myalgia ("muscle pain"), insomnia ("insomnia"), memory impairment ("memory loss (short and long term), forget a lot, forgetfulness"), inflammation ("can also feel the inflammation, my body is fighting"), hyperhidrosis ("excessive sweating"), genital abscess ("getting boils in private area"), furuncle ("getting boils around chest"), swelling face ("swelling in face"), peripheral swelling ("feet, legs, hands are constantly swollen"), joint swelling ("ankles, wrists are constantly swollen"), dizziness ("lot of dizzy spells"), disturbance in attention ("could not concentrate"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), abdominal distension ("bloating"), mood swings ("mood swings"), hypertension ("high blood pressure"), allergy to metals ("nickel allergy"), hair growth abnormal ("abnormal hair growth"), feeling abnormal ("brain fog"), burning sensation ("face and neck - it does burn"), metal poisoning ("my metal poisoning") and malaise ("mak me sick") and was found to have ovarian neoplasm (seriousness criterion medically significant) and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, renal failure, type 2 diabetes mellitus, ovarian neoplasm, polymenorrhoea, coital bleeding, dyspareunia, back pain, pain, influenza like illness, neuralgia, myalgia, weight increased, insomnia, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, dysgeusia, pruritus, vaginal infection, weight fluctuation, abdominal distension, mood swings, hypertension, hair growth abnormal, feeling abnormal, burning sensation, metal poisoning and malaise outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue, headache, migraine, alopecia, rash, vaginal discharge and allergy to metals had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood cholesterol increased, burning sensation, coital bleeding, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital abscess, hair growth abnormal, headache, hyperhidrosis, hypertension, inflammation, influenza like illness, insomnia, joint swelling, malaise, memory impairment, menorrhagia, metal poisoning, migraine, mood swings, myalgia, neuralgia, ovarian neoplasm, pain, peripheral swelling, polymenorrhoea, pruritus, rash, renal failure, swelling face, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: her uterus, cervix, both fallopian tubes and one ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram - in (B)(6) 2016: results: one essure coil perforated fallopian tube. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, back pain, fibromyalgia, headache, migraine, diabetes, abdominal pain concerning the injuries reported in this case, the following one was reported via social media: burning sensation and thermal burn,my metal poisoning and make me sick. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: content from social media, new reporter ,event my metal poisoning and make me sick were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the essure micro-inserts had perforated her fallopian tube'), renal failure ('kidney is not functioning'), type 2 diabetes mellitus ('type 2 diabetes') and ovarian neoplasm ('tumor on her left ovary') in a 42-year-old female patient who had essure (batch no. 863681-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, rash, ear infection, parity 3 (((B)(6) 1992, (B)(6) 1993, (B)(6) 1999)), diarrhea, gastroesophageal reflux disease, hyperlipidemia, hypertension, numbness, tingling, tinnitus, iodine allergy, cervical biopsy, spinal fusion surgery and tonsillectomy. Never had heavy periods in her adult life before essure use. Previously administered products included for birth control: mirena from 2006 to (B)(6) 2011. Concurrent conditions included nickel sensitivity, smoker, obesity, multigravida, genitourinary symptom, ovarian cyst, menometrorrhagia, other disorders of intestine, bladder disorder, anesthesia, anxiety, choking sensation, arthralgia and myalgia. Family history included heart attack (father), hyperlipidemia (father) and hypertension (father, mother). Concomitant products included atorvastatin since (B)(6) 2016, ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced fatigue ("totally exhausted for the 1st 1 or 2 days of my period, tired all the time, chronic fatigue"), headache ("headaches daily") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("monthly period was never heavy in her entire adult life, but that changed after essure, her heavy periods became longer, abnormal (menorrhagia)") and vaginal haemorrhage ("spotting /abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("very bad cramping in her abdominal area, more painful periods, severe pain during menstruation/ dysmenorrhea (cramping)") and rash ("rashes / rash"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, renal failure (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), polymenorrhoea ("periods now coming every 2 weeks"), coital bleeding ("bleeding during intercourse"), back pain ("severe back pain when not menstruating"), pain ("body aches"), influenza like illness ("flu like body aches"), neuralgia ("all over the body nerve pain"), myalgia ("muscle pain"), insomnia ("insomnia"), memory impairment ("memory loss (short and long term), forget a lot, forgetfulness"), inflammation ("can also feel the inflammation, my body is fighting"), hyperhidrosis ("excessive sweating"), genital abscess ("getting boils in private area"), furuncle ("getting boils around chest"), swelling face ("swelling in face"), peripheral swelling ("feet, legs, hands are constantly swollen"), joint swelling ("ankles, wrists are constantly swollen"), dizziness ("lot of dizzy spells"), disturbance in attention ("could not concentrate"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), abdominal distension ("bloating"), mood swings ("mood swings"), hypertension ("high blood pressure"), allergy to metals ("nickel allergy"), hair growth abnormal ("abnormal hair growth"), feeling abnormal ("brain fog") and burning sensation ("face and neck - it does burn") and was found to have ovarian neoplasm (seriousness criterion medically significant) and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, renal failure, type 2 diabetes mellitus, ovarian neoplasm, polymenorrhoea, coital bleeding, dyspareunia, back pain, pain, influenza like illness, neuralgia, myalgia, weight increased, insomnia, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, dysgeusia, pruritus, vaginal infection, weight fluctuation, abdominal distension, mood swings, hypertension, hair growth abnormal, feeling abnormal and burning sensation outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue, headache, migraine, alopecia, rash, vaginal discharge and allergy to metals had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood cholesterol increased, burning sensation, coital bleeding, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital abscess, hair growth abnormal, headache, hyperhidrosis, hypertension, inflammation, influenza like illness, insomnia, joint swelling, memory impairment, menorrhagia, migraine, mood swings, myalgia, neuralgia, ovarian neoplasm, pain, peripheral swelling, polymenorrhoea, pruritus, rash, renal failure, swelling face, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: her uterus, cervix, both fallopian tubes and one ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram - in (B)(6) 2016: results: one essure coil perforated fallopian tube. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, back pain, fibromyalgia, headache, migraine, diabetes, abdominal pain concerning the injuries reported in this case, the following one was reported via social media: burning sensation and thermal burn. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received- new event face and neck - it does burn was added. Reporter information was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated her fallopian tube"), renal failure ("kidney is not functioning"), type 2 diabetes mellitus ("type 2 diabetes") and ovarian neoplasm ("tumor on her left ovary") in a 42-year-old female patient who had essure (batch no. 863681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals, rash, ear infection, parity 3 (((B)(6) 1992,(B)(6) 1993,(B)(6) 1999)), diarrhea, gastroesophageal reflux disease, hyperlipidemia, hypertension, numbness, tingling, tinnitus, iodine allergy, cervical biopsy, spinal fusion surgery and tonsillectomy. Never had heavy periods in her adult life before essure use. Previously administered products included for birth control: mirena from 2006 to (B)(6) 2011. Concurrent conditions included nickel sensitivity, smoker, obesity, multigravida, genitourinary symptom, ovarian cyst, menometrorrhagia, other disorders of intestine, bladder disorder, anesthesia, anxiety, choking sensation, arthralgia and myalgia. Family history included heart attack (father), hyperlipidemia (father) and hypertension (father, mother). Concomitant products included atorvastatin since (B)(6) 2016, ibuprofen (advil) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced fatigue ("totally exhausted for the 1st 1 or 2 days of my period, tired all the time, chronic fatigue"), headache ("headaches daily") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("monthly period was never heavy in her entire adult life, but that changed after essure, her heavy periods became longer, abnormal (menorrhagia)"), vaginal haemorrhage ("spotting /abnormal bleeding (vaginal)") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("very bad cramping in her abdominal area, more painful periods, severe pain during menstruation/ dysmenorrhea (cramping)") and rash ("rashes"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, renal failure (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), polymenorrhoea ("periods now coming every 2 weeks"), coital bleeding ("bleeding during intercourse"), back pain ("severe back pain when not menstruating"), pain ("body aches"), influenza like illness ("flu like body aches"), neuralgia ("all over the body nerve pain"), myalgia ("muscle pain"), insomnia ("insomnia"), memory impairment ("memory loss (short and long term), forget a lot, forgetfulness"), blood cholesterol increased ("high cholesterol"), inflammation ("can also feel the inflammation, my body is fighting"), hyperhidrosis ("excessive sweating"), genital abscess ("getting boils in private area"), furuncle ("getting boils around chest"), swelling face ("swelling in face"), peripheral swelling ("feet, legs, hands are constantly swollen"), joint swelling ("ankles, wrists are constantly swollen"), dizziness ("lot of dizzy spells"), disturbance in attention ("could not concentrate"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), abdominal distension ("bloating"), mood swings ("mood swings"), hypertension ("high blood pressure"), allergy to metals ("nickel allergy"), hair growth abnormal ("abnormal hair growth") and feeling abnormal ("brain fog"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, renal failure, type 2 diabetes mellitus, ovarian neoplasm, polymenorrhoea, coital bleeding, dyspareunia, back pain, pain, influenza like illness, neuralgia, myalgia, weight increased, insomnia, memory impairment, blood cholesterol increased, inflammation, hyperhidrosis, genital abscess, furuncle, fibromyalgia, swelling face, peripheral swelling, joint swelling, dizziness, disturbance in attention, dysgeusia, pruritus, vaginal infection, weight fluctuation, abdominal distension, mood swings, hypertension, hair growth abnormal and feeling abnormal outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, fatigue, headache, migraine, alopecia, rash, vaginal discharge and allergy to metals had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood cholesterol increased, coital bleeding, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, furuncle, genital abscess, hair growth abnormal, headache, hyperhidrosis, hypertension, inflammation, influenza like illness, insomnia, joint swelling, memory impairment, menorrhagia, migraine, mood swings, myalgia, neuralgia, ovarian neoplasm, pain, peripheral swelling, polymenorrhoea, pruritus, rash, renal failure, swelling face, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: her uterus, cervix, both fallopian tubes and one ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Computerised tomogram - in (B)(6) 2016: one essure coil perforated fallopian tube. Hysterosalpingogram - on (B)(6) 2011: full occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, back pain, fibromyalgia, headache, migraine, diabetes, abdominal pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events allergy to metals, hair growth abnormal, feeling abnormal, ovarian neoplasm was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.